Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and high capture threshold. On (B)(6) 2021, the rv lead was capped and replaced. The patient condition was stable.